Manufacturer narrative:
On september 9, 2020, it was noticed the following statement was erroneously omitted from section b5 of the previous report: at the time of this report, mentor has received no information regarding explantation or an expected explantation date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 425cc and experienced bilateral deflations, breast pain on the right side and capsular contracture, baker grade unknown on the left side post-operatively, which was confirmed by a physician. This report is for the right side device.